Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 600mcg/ml fentanyl at "96" and 8mg/ml bupivacaine at "1.28," via an implantable infusion pump for an unknown indication for use. It was reported that the catheter was replaced because the hcp was unable to aspirate from the catheter access port. The patient experienced increased pain as a result. The issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.